Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the ventilator alarmed displaying event code 41 which is an overpressure condition. The ventilator was removed from the patient and replaced with a different unit. There was no patient harm reported.